Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On the morning of 04/05/2024, the patient woke up and had to vomit multiple times. The patient had no food but was given ice and water. However, after this the patient became even more lethargic. Around 10:30am the patient was brought to the urgent care, and when the patient arrived at the hospital the cgm was reading 106 mg/dl and the blood glucose reading was 456 mg/dl. The patient was diagnosed with diabetic ketoacidosis as was admitted into the intensive care unit (ICU) within a few hours. The patient was treated first with insulin via pen, and then intravenously. The patient was in ICU for 24 hours and during this time also received intravenous treatment with saline and glucose. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.